Event description:
During incoming inspection, biomeds tested the unit with hard paddles and observed proper operation. Later, after putting the unit into use, the unit failed to deliver energy through the therapy cable. The unit will charge and discharge but give a fault message of abnormal energy delivery. It continues to function properly with hard paddles. There was no pt related event reported.